Event description:
The pacing impedance has risen steadily since implant 6 years ago from 400 ohms to 2200 ohms. The shock impedance has risen from 49 ohms to 86 ohms. At this time the lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.